Event description:
In late 2008, the pt reported she changed the insulin cartridge on her infusion device and infusion set tubing last night. She noticed an air bubble in the cartridge but did not prime it out. She woke up this morning with a blood glucose reading of 181 mg/dl which she treated by giving herself a 6 unit bolus of insulin. Her reading later elevated to 342 mg/dl. The pt has no symptoms of elevated blood glucose. The pt stated she uses room temperature insulin to fill her cartridge but does not adjust the piston rod to the 310 mark prior to inserting the insulin cartridge. She stated she normally walks 4 miles every morning but did not do so today and did not give herself any add'l insulin. On f/u with the pt the next day, the pt stated her morning blood glucose reading was 99 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.